Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating already documented events about getting a new controller and calling in for troubleshooting. But every time they call in the equipment stopped working once they hung up. Pt talked again about their hand pain when trying to position the recharger. The pt had been without their ins battery charged for 5 weeks because when trying to charge the ins they got stuck on checking the recharger. Due to nature of call agent is not only replacing controller but also the rtm. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they had been having medical issues where they weren't able to charge their implant promptly and the implant would go dead. Patient mentioned they can't charge their implant and they can't turn the stimulation on. Patient stated they would stay on the mode that said the implant was charging but it wouldn't charge. Patient mentioned their implant has been uncharged for 3 days. Patient said that the few times they were able to get to the screen that showed the two batteries or the stimulator itself, the stimulation was shutting itself off. Patient mentioned that they had popped the battery and put it back in, but they couldn't get the implant to turn back on. Patient mentioned that the controller had turned itself off a couple times and they had to go to 4 different points and turn the stimulation back on. Agent instructed patient to check for damage, no visible damage to the recharger and controller port. Patient then unlocked the controller and confirmed that stimulation was off. Agent walked the patient through turning stimulation on. Controller showed 90% and implant 30%. Patient mentioned they have carpal tunnel and they couldn't sit down for more than 5 mins at a time to charge their implant since they were getting exploding pain in their hand. Patient noted they couldn't sit there long enough to charge their implant. Agent asked, patient mentioned they don't have a belt and use pillow to prop their paddle in a chair. Agent reviewed de vice function. The issue was not resolved. A request was sent to repair to send patient a belt. Additional information was received from the patient. Patient mentioned they couldn't turn on the stimulation and recharge the ins. The last time they called they recharged the ins for 30% and they had to leave. They need to stand up and moving around. During the call patient reset the controller. Patient attempted to recharge the ins and got excellent but the ins's battery still empty. Agent walked the patient through on how to do a passive recharge a got a middle number of 92-94. The patient mentioned after a couple of minutes the controller exit passive recharge and got an excellent quality. Patient tried to turn back on the stimulation but got a message battery empty couldn't provide stimulation even after they recharge the ins. Agent sent a request to repair to replace the controller. Refer (B)(4) for the patient getting a new recharger.

Manufacturer narrative:
See b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep indicated that they were able to connect to the ins with the replacement controller/recharger that were sent to the patient. The caller asked how to start a charging session. Technical services (tss) reviewed information. The caller confirmed that they were able to start a recharger session. The ins battery level was displaying the red indicator, 0-10% charged, and the coupling was excellent. The caller will continue to charge with the patient.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated they were sent a new controller but they can't get it to work. Patient stated it won't go past the checking the recharger screen. Agent walked patient through controller setup; patient confirmed everything paired successfully. Patient unlocked the controller and saw battery empty, cannot provide stimulation. Patient noted the controller was at 50% and the implant was a red line. Patient stated this is what was happening before, and the implant won't recharge because they can't turn the stimulation on. Patient noted they had some medical issues with carpal tunnel and couldn't recharge their implant because they couldn't sit still for more than 5 minutes. Agent reviewed stimulation cannot turn on until the implant gets recharged. Patient initiated a recharging session and confirmed excellent recharge quality. Patient stated this is what it would do before, but because the stimulation is off it doesn't charge. Agent reviewed recharging is not reliant on the stimulation being on. Agent advised patient to allow the implant to recharge for some time before attempting to turn stimulation on again. Agent reviewed the equipment was functioning as intended.